Event description:
Pt undergoing right lateral epicondylar slide (elbow surgery). The cautery holder was on operative field but not used. Cautery pencil was bumped by staff at approx 1300 causing a 1cm 3rd degree burn to anterior forearm-right. Silvadene and dry sterile dressing were applied after procedure completed. Md to follow this as an outpatient. Cautery did not malfunction. Both the cautery pencil and the packaging were discarded are unable to be retrieved. An FDA (medwatch) report has been completed and sent on 03/17/2000.